Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was over 400 mg/dl at the time of incident and the current blood glucose level was 330 mg/dl. The customer also reported that they just felt thirsty. They did not proceed with troubleshooting as the customer sounded weak. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.